Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed a persistent low-power message, stopped therapy, and would not charge despite a solid green indicator on the charger and extended time on charge, consistent with a charging problem involving the battery charger; a replacement charger was arranged and the caregiver was advised to try alternate power sources and enable backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging malfunction associated with the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.